Manufacturer narrative:
Final analysis found that the pulse generator was in back-up mode. The product code could not be downloaded. This was caused by a discrepant integrated circuit. After replacing the integrated circuit, normal function ensued.

Event description:
It was reported that the pulse generator could not be interrogated. The software downloads were unsuccessful. The device was explanted and replaced (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.